Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Technical support (tss) tried troubleshooting with the customer and discovered that the column they were using had 4300 injections. Tss advised the customer that they would need to change the column as stated in the training manual. However, the customer reported that they would not change the column at this time. The most probable cause of the reported event was operator error.

Event description:
On (B)(6) 2017, a customer reported that they discovered a patient sample with discrepant results with their g8 analyzer. The customer reports the patient has always had a known poo peak with results and have had the results verified by outside lab. However, when the sample was run on this analyzer, the results did not appear with the "known" poo peak and had a much lower result than what the lab resulted. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.